Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the event text for more information regarding the specific circumstances of this event.

Event description:
It was reported that, during the implant induction testing, the shock put the patient into atrial flutter. The device gave another shock and successfully converted the patient back to normal sinus rhythm. There were no adverse patient effects. The system remains implanted.